Manufacturer narrative:
(B)(4). The event description included the statement "the patient was apneac and then developed bradycardia." It is unknown if this was related to the alleged device malfunction. Additional information requested and received reports, "the baby is fine. They did not need a medical intervention. They just pulled the baby off the circuit .everything stabilized ." A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number provided (74817) is not a valid lot number. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect, and determine a root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges the device was "shooting out water in the circuit."alleged event reported occurred during use. It was reported the was no patient injury or consequence.

Event description:
Customer complaint alleges the device was "shooting out water in the circuit." Alleged event reported occurred during use. It was reported the was no patient injury or consequence.

Manufacturer narrative:
(B)(4). One (1) universal column from comfort flow system 2414 was received for investigation. A visual exam was performed and there were no defects observed. A check valve test was performed and the check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. A column/bottle test was then performed and the returned column was connected to a concha water bottle in correct position. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula. Using 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level increase into the circuit. (Con't) other remarks: the airflow was reconnected to the infant cannula at 3lpm. The nasal nare was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. To ensure the correct operation of the column, a small amount of water was poured into the column and then the column was inserted into a neptune heater. The neptune heater was allowed to heat up. After approximately 3-4 minutes the low water indicator lamp came on which confirmed the column low water float system was functional. The column was lifted out of the neptune and the lower water indicator lamp went out. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings. There were no issues found with the returned sample.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.1.- 'adverse event' selected section h.1.- corrected to 'serious injury.'

Event description:
Customer complaint alleges the device was "shooting out water in the circuit." Alleged event reported occurred during use. It was reported the was no patient injury or consequence. No medical intervention needed.